Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose dropped to 50 mg/dl, which she treated with a soda and crackers. Her blood glucose then increased to 99 mg/dl. Troubleshooting for the low blood glucose was declined. No products were returned or replaced.